Event description:
Device 1 of 2. Ref MFR report: 1627487-2013-16335. It was reported the pt experienced uncomfortable pocket heating while charging, and he stopped charging and using his system due to the issue. He stated it had been approximately 8-9 months since he last charged his ipg. However, the pt reported he was still able to communicate with his ipg using the programmer. The pt was sent a new le charging system. On 08/01/2012 st jude medical, neuromodulation div., sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events are expected.

Manufacturer narrative:
This ipg serial number is included in a field correction. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.